Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported fracture of a powerloc needle, which occurred during chemotherapy administration, causing extravasation of medication and chemical burn. The patient was admitted to the operating room for removal of the remaining needle left in the subcutaneous port. Needle was removed in one piece. Patient's current condition: with guarded prognosis.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached needle is confirmed; however, the exact cause is unknown. One photograph of an infusion set needle was returned for evaluation. An initial visual observation of the photograph showed a completely detached needle and a clamp in a clear, plastic bag. The needle was observed to be fully detached from the housing. Due to the quality of the returned photograph, no additional details could be discerned. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.